Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer was hospitalized twice, one on (B)(6) 2020 due to diabetic ketoacidosis and high blood glucose level of 700 mg/dl. The customer was admitted in the intensive care unit and was treated with intravenous insulin infusion and insulin shots. Second time, the customer was hospitalized at the beginning of february due to diabetic ketoacidosis. It was unknown if the insulin pump was on auto mode at the time of the incident. The customer's husband declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was stated that the customer was hospitalized on (B)(6) 2020 due to diabetic ketoacidosis. The customer was not using the auto mode at the time of incident.